Event description:
It was reported that the procedure was to treat a lesion in the distal right common iliac artery with mild calcification, mild tortuosity and 63% stenosis. The 8x39 mm omnilink elite stent was stripped off of the stent delivery system (sds). The stent was embedded into the artery wall with a 8x59 mm omnilink elite stent. There was no reported adverse patient sequela. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported stent dislodgement was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation determined the reported stent dislodgement and subsequent treatments including device embedded in vessel or plaque and unexpected medical intervention (additional therapy/non-surgical treatment) appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.